Event description:
It was reported that this right ventricular (rv) lead exhibited a red alert due to a high out of range shock impedance measurement greater than 125 ohms. This lead remains in service. No adverse patient effects were reported subsequently, additional information was received indicating that the lead was explanted and replaced with a new lead. No additioanal adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a red alert due to a high out of range shock impedance measurement greater than 125 ohms. This lead remains in service. No adverse patient effects were reported.